Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the patients right ventricular (rv) lead exhibited elevated threshold levels and diminished sensing. An intervention was completed to reposition the lead. No patient complications have been reported as a result of this event. The patient is currently enrolled in the (B)(6) study.